Manufacturer narrative:
On 12/17/2020 infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. This MDR is a result of complaint remediation effort.

Event description:
On 12/17/2020 a distributor of infutronix reported an issue on behalf of an end user: "patient's daughter reported that the patient rolled over too fast and broke the tubing by the luer lock connector. The tubing glue came out from the luer lock so they cannot reconnect it." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.